Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all reports were not printing or updating because the antivirus was stopping the extract transform load (etl) services. The customer stated that this malfunction impacts their workflow and can cause issues with patient care, resulting in delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that reports were not updated correctly. The technical support specialist (tss) found that issue occurred because a windows process or kb update blocked the .net code package used by the etl service. The exact process or update causing the blockage was unknown. The affected site was using fireeye antivirus, which may have contributed to the problem, and other antivirus tools could cause similar issues if etl processes and folders are not properly exempted. The tss followed the steps in knowledge article av - anti-virus exclusion list for es servers and etl fails with code 0xc0047062 to resolve the report issue. All report setup configurations on the server were reviewed and completed. The tss verified that all services were running and confirmed that the extract transform load (etl) process was executing at the most recent interval. The system functioned as intended after the technical support specialist troubleshot the issue.